Event description:
In december, 2004, a clinical incident involving an arthrocare arthowand was reported to arthrocare corporation. The reported incident involved an arthroscopic procedure performed in 2004. The pt sustained a second degree burn 0.5 x 5 cm in size located near the portal incision site. The burn was treated with burn dressings and the pt was administered antibiotics. The pt is reported to be doing well.